Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm new software release detected and failure flash memory. Customer's blood glucose at time of incident was unknown. Customer stated the alarm received was new software release detected. Customer can't clear the alarm. Customer also received alarm failure flash memory and unable the clear the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a frozen display, then a constant tone due to a cold solder joint on the mother board. Unable to verify any error alarms due to the frozen display. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.